Event description:
It was reported that a patient underwent an atrial fibrillation re-do ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the ablation stopped right after it was first initiated due to temperature rising. The nurses saw that the tap was open (the irrigation flow was going in the catheter and onto the floor). The nurse had closed the tap in the wrong direction, causing it to open. The physician took the catheter out of the patient and flushed the device. Blood was present inside the catheter (liquid-y, not coagulated). After the flush and with irrigation, there was more blood return of an unspecified amount, and the ablation began to function well. The procedure was shortened, minimal ablation was performed, due to the patient's risk of stroke. The procedure was delayed by 5 minutes. After the patient woke up, the anesthetist reported that the patient had no symptoms. No patient consequences were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31233336l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the information received, it was reported that the ablation stopped right after starting due to temperature rising. The nurses saw that the tap was open (ie the irrigation flow was going in the catheter and on the floor) using a smart touch bidirectional sf. The product was returned to biosense webster (bwi) for evaluation on 4-jun-2024. A visual inspection, impedance and temperature and irritation test of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized, there were values of impedance and temperature in the generator; however, an ablation cycle could not be performed since error 106 appeared on the system due to open circuits found on the tip area, no other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The irrigation and high temperature issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the open circuits that cause the error 106 on the carto 3 system could not be conclusively determined. The instructions for use of the device contain the following recommendations: load the irrigation tubing into the pump. Open the stopcock and flush the tubing per the instructions for use for the pump until the air is expelled through the open end of the tubing; connect the stopcock on the end of the irrigation tubing to the luer fitting on the catheter; flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent; the application of rf energy must not be initiated until the increase in irrigation flow rate is confirmed by a minimum of 2°c decrease in tip electrode temperature. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application. The contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter; as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).